Event description:
During lumbar laminectomy , l4-5, upper cup of an upbiting pituitary rongeur-broke off of the instrument into operative wound. Surgeon used flouro and permanent x-ray to locate the broken piece and attempt retrieval. Surgery was extended by 45 minutes. Facility retaining instrument. Instrument piece left in the patient. Patient suffered no adverse effects of incident.